Event description:
Delay in reporting due to risk unaware of this event until (B)(4)2017. Pt was in the hospital having a removal of a lingular mass. It was reported that during the procedure, after 7 loads, power failure with battery and / or other part of equipment occurred. They opened a new echelon (B)(4) and continued with the procedure. The pt was discharged home on (B)(6)2017. This is all the info I was able to gather.